Event description:
Perfusionist reported that they were unable to open the occluder to resume venous flow. We consider the loss of ability to control the pump to be a reportable event, despite no harm to patient involved.

Manufacturer narrative:
Performed testing over 2+ hours, including flow regulation and altering between closed/open/released multiple times. Could not replicate the incident as described. Logs provide no insight into why they would experience such events.